Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The ventricular sic was 475 on (B)(6) 2016. The non-sustained ventricular tachycardia episodes were initiated on (B)(6) 2016, leading to ventricular fibrillation (vf) detection and inappropriate shock.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The rv lead was inactivated, capped and replaced. No patient complications have been reported as a result of this event.